Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial lead threshold was high. Repeat positioning attempts were made, but the threshold issue persisted. The lead was not implanted, and the physician elected to implant a single-chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.